Event description:
It was reported that the right ventricular lead had moved higher in the heart, high impedance, high threshold and a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4)-2011 02:15:05. Weekly pace impedance trend data shows an abrupt increase for min and max svc defib impedance= 61 to 11992 ohms peak between (B)(4)-2011.